Event description:
The customer reported a heparin over infusion. The customer requested an event log review for keystrokes and volume infused. There was no pt harm or medical intervention. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer hs requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.